Event description:
It was reported that the ventilator failed while connected to a patient. There was no patient harm reported. (B)(4).

Manufacturer narrative:
One of our field service engineers (fse) was dispatched to investigate the reported problem during ventilation. The user was unable to provide a description of the failure, and no problem could be identified with the ventilator. The unit passed all functional and safety tests, and ventilated a test lung for 24 hours without any issues, after which the ventilator was returned to medical service. The logs were downloaded and returned to us for investigation. As no problem was found no parts were replaced. Evaluation of the returned logs show that the ventilator was switched off at the time of event supplied in the original report. Questions were sent to the customer for an update regarding the date and nature of event, but no information has been received. On the (B)(6), the day before the supplied date of event, there is evidence of a possible high pressure situation in the form of several alarms. It is possible that this is the event the report was referring to, but this cannot be confirmed. As no corrected date of event, or description of the failure was provided, and as no problem could be found with the ventilator, it has not been possible to confirm the reported issue or determine its cause. However, there is no indication of a technical ventilator failure in the received device logs.

Event description:
(B)(4).